Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and the patient received an inappropriate shock. An invasive procedure was performed to replace the rv lead. It was reported that the lead was found to be fractured. The lead was returned to boston scientific for analysis. The device remains in service. No adverse patient effects were reported.